Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2013 and that a revision procedure took place on (B)(6) 2013 due to a fractured screw. Follow up attempts to obtain additional information indicated that the fractured screw occurred as a result of the patient bearing weight too soon. A review of invoice history confirmed the surgery dates and that all components were removed and replaced. This report is based on allegations set forth in patients complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "accepted practices in postoperative care are important. Failure of the patient to follow postoperative care instructions involving rehabilitation can compromise the success of the procedure." This report is based on allegations set forth in patients complaint and the allegations contained therein are unverified.